Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the cardioplegia tubing configuration was incorrect. As a result, the tubing was replaced. The surgical procedure was completed successfully. There was blood loss of an unknown amount. There was no delay, nor adverse consequences to the patient.